Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, following ventricular lead repositioning, the physician tried to reconnect the ventricular lead to the pacemaker and permanent sensing and pacing issues were observed with both lead impedance greater than 3000 ohms. The atrial lead was not disconnected. The pacemaker has been replaced.

Event description:
Reportedly, following ventricular lead repositioning, the physician tried to reconnect the ventricular lead to the pacemaker and permanent sensing and pacing issues were observed with both lead impedance greater than 3000 ohms. The atrial lead was not disconnected. The pacemaker has been replaced.